Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), and batch: (B)(6). Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), and batch: (B)(6).

Event description:
It was reported that patient lead was explanted due to an infection. The explanted device will not be returned as it was not released by the hospital.